Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the instrument was getting intermittent bilirubin failure on the ca qc. He ordered and replaced the syringe pump assembly to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine bilirubin results on controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.